Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink burr catheter received with a rotawire. There was no damage to the rotawire. The advancer and burr units were received attached together as a single unit. The advancer knob was found loosened in a backward position. The burr, sheath, coil, and handshake connection were microscopically and visually examined. The burr was detached with portion of the coil in the burr and the annulus of the burr was damaged, it was flared and not rounded. Numerous kinks in the sheath were also noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00590. It was reported that the burr was stuck in the lesion and slight vessel perforation occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified ostial left main coronary artery (lmca). A 1.25 mm rotalink burr was selected for use. During rotablation, the device was used gently in forward motion at the lmca, and was noted on the fluoroscopy that the burr was stuck inside near the lesion and slight vessel perforation occurred. The rest of the rota device was withdrawn. Then, the physician inserted a new rota device and was able to retrieve the burr that was stuck. After the burr was retrieved the lesion was predilated and a 2.50 x 28 mm synergy drug-eluting stent was advanced. However, the stent was dislodged and another stent was used to complete the procedure no further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a 30-minute delay in procedure occurred after the burr was stuck in the lesion. The stent was found dislodged in the guide catheter and was left behind at the iliac when it was removed. Physician used a snare to remove the stent from the left puncture femoral site. A non-bsc stent was used to complete the procedure.